Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had a history of noise causing inappropriate ams events and low pacing lead impedance. The clinic became aware of this over a year ago and the noise and pacing lead impedance values have been gradually getting worse over time. The ra lead was explanted and replaced. The patient was asymptomatic during and after the procedure. The patient was fine in the recovery room after the procedure.